Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). Additional information was requested and the following was obtained: how was the device removed from the tissue? The surgeon used force to open the handle of the jaws. The I-blade was stuck, but he was able to use force and open the jaws of the enseal by holding the handle and forcing the closing handle open. The device was returned with the jaws closed half way fired. The device was connected to the generator and it was recognized. Due to the condition of the device not all functional testing could be performed with the generator. During the analysis, it was noted that the I-blade did not move once the device was fired, and it was found that the I-blade was damage at the articulation area. It is possible that this type of damage can occur after the device undergoes heavy loading. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaws of the enseal articulating device would not open after transection was complete. This occurred with two enseal devices. The surgeon was very frustrated and after opening a second device and having the same issue with the jaws not opening, he decided to open a harmonic 7 device. The procedure was completed and no adverse event was reported.